Manufacturer narrative:
The available event information indicates this lead will not be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced due to lead dislodgement. No additional adverse patient effects were reported.